Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-539b-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure, the fiber broke halfway up fiber tip at 971 joules. The fiber was replaced; the second fiber exhibited significantly diminished vaporization efficiency - looked as though mirror in fiber had burned out at 97,978 joules. The procedure was completed with a third fiber. Patient outcome: ok reported. No injury to the patient was reported. This report is for the second fiber.